Event description:
It was reported by the rep that the luke handpiece would not work during an unknown procedure. The test tip was tried and two different generators. The case was completed with another handpiece. There was no pt consequence.